Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in emergency room (ER). It was noted that the patient previously had wound dehiscence at the pulse generator pocket site twice and both occasions were resolved by site re-suturing. Results of blood cultures revealed that the patient had developed an infection. The patient received antibiotic therapy and then the whole system including the pacemaker (pm), the atrial lead, the left ventricular (lv) and right ventricular (rv) leads were explanted and replaced. Patient condition was stable.